Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated essure device noted to the right cornual region adjacent to its attachment at the fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysmenorrhea, endometriosis and uterine fibroids. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on, 01-jun-2018, hysterectomy and bilateral salpingo oophorectomy). Essure was removed on 1-jun-2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: 18jul2019 as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Follow up 1 and 2 processed together. On 29-jun-2020: medical record received : previously reported event "removal" updated to "perforated essure device noted to the right cornual region adjacent to its attachment at the fallopian tube". Medical history added. Reporters added. Follow up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.